Manufacturer narrative:
Philips has investigated this complaint. The field service engineer (fse) visited system onsite and confirmed that the system could not start up. The review of system log files showed malfunction of the pdu (power distribution unit) fan tray and dcps (dc power supply). Upon troubleshooting, the fse identified potential issue with the power tray. To resolve the issue, the fse replaced pdu fan tray and dcps and returned the defective part for further analysis. The supplier's part analysis confirmed the malfunction of pdu fan tray was due to defective psu's (power supply unit) mains input cable. Following the replacement, the system was returned to use in good working order. The codes were updated based on the investigation outcome.

Event description:
It was reported to philips that the system was unable to boot up. The device was outside of clinical use at the time of the event. No harm to the patient or user was reported. Philips has started an investigation of this complaint.